Event description:
It was reported that during procedure the device turned off the power. It is unknown if backup was available and how the issue was resolved or whether there was a delay in the case. No patient injury or other complications were reported.

Event description:
It was reported that during procedure the device turned off the power. It is unknown if backup was available and how the issue was resolved. There was no procedural delay. No patient injury or other complications were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of power failure could not be confirmed. Product passed all functional testing. All functions perform as expected and no loss of power occurred during testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.